Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed error code 38 indicating a motor stall, and the device intermittently shut down and restarted; the user was instructed on powering down via the menu and advised that data would not transfer to the replacement and that a full startup would be required, while continuing cgm use via the dexcom app or receiver was acceptable. Symptoms included device restart behavior without reported clinical adverse effects. Outcomes included replacement of the pump and provision of return shipping materials, with the user returning the original device. Investigation included review of the device¿s reported alarm condition and user education on shutdown and return procedures. Investigation of this device revealed a suspected motor stall aligned with a device mechanical/drive issue and restart malfunction consistent with the reported alarm. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction resulting in a motor stall and uncommanded restarts.